Event description:
It was reported that the ventilator had leakage. No more information provided. The patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The gas leak was reported. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. There have been no adverse event sustained as a result of the issue. The issue was decided to be reported based on available information (no logs or no information about faulty part), as the initial description may have underlying causes, which represent a reportable event. In further process of complaint handling the received information indicated that the leakage was resolved by replacing expiratory cassette's membrane. The issue has been resolved and the device was delivered to the user in working condition. Operating capacity for the membrane is estimated to 10.000.000 breathing cycles. When this limit is passed or if the membrane for some reason has become defective, it must be replaced. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/08/2020. Corrected manufacture date: 05/07/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).